Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional testing was completed with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
The staples did not form properly after firing. Another staple and stapler were replaced to complete the procedure. Additional information requested via email to (B)(4). Did the device fire the full linear range of the reload? Did the device partially fire? Was the staple line incomplete? If yes, how was the incomplete staple line fixed (over sewed, resected re-stapled, conversion to open procedure, etc.)? If the staple line was over sewn or tissue was resected, was this done to preclude permanent impairment to a body function or permanent damage to a body structure? Can you confirm that product is available and will be returned for evaluation? Could you please provide the UDI# (see attached, red box) for the handle used in the procedure? Could you please provide the UDI# (see attached, red box) for the reload used in the procedure? Was any reinforcement material used in conjunction with the stapling device? If yes, what was the brand of the reinforcement material used? What is the last known patient status? Did any device component fall into the cavity of the patient? If yes, which piece fell in and how was it retrieved? Was there any unanticipated tissue loss as a result of this problem? Was there any tissue damage as a result of this problem? If yes, describe the damage and provide details on how the damage was treated/corrected. If yes, is the damage permanent/irreversible? Was there blood loss of 500cc or more due to the product problem? If yes, did any additional blood loss resulting from this product problem require a blood transfusion? Was surgical time extended by more than 30 minutes due to the product problem? Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?)